Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si total hysterectomy and bilateral salpingectomy on (B)(6) 2013 for a history of pelvic pain dysmenorrhea and menorrhagia. Isi was provided with the operative report for both the primary surgeries and the vaginal vault repair. There was no indication of a malfunction of the da vinci si surgical system, instruments or accessories during surgery. The patient was notable for adhesions over the anterior uterine vesicle fold from previous c-sections. The hysterectomy proceeded with sequential cautery and transection of the utero-ovarian ligaments, round ligament, broad ligaments and uterine artery. The colpotomy was performed with monopolar scissors and pk forceps, the uterosacral ligaments desiccated and transected, and the specimen delivered through the vagina. The vagina was closed with quill suture. The surgery was completed without complication. The patient had an unremarkable post operative course with a vaginal exam at 4-5 weeks showing the vaginal cuff healing nicely. On (B)(6) 2013, the patient presented to the ed with severe lower abdominal discomfort after having had relations the night prior to admission. She was diagnosed with vaginal cuff dehiscence, and noted on exam to have purulent fluid coming from the vaginal cuff and a 2 cm opening. She was taken to the operating room where the old surfaces were debrided with metzenbaum scissors and the angles of the vagina were sutured closed. Patient did well post operatively and was discharged home in stable condition on (B)(6) 2013 on antibiotics and pelvic rest.